Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, there was moisture damage on the j3 connector pins. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection failed due to moisture damage on the main circuit board. The receiver log download and functional testing were unable to be performed due to the receiver not booting up or communicating. Confirmation of the reported event of an overheating device could not be determined. The root cause could not be determined.